Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a hematoma post-cardiac resynchronization therapy pacemaker (crt-p) implant. The pocket was re-opened the day after implant to treat the hematoma. The device was placed back in the pocket and remains in use. No further patient complications have been reported as a result of this event.